Manufacturer narrative:
The impella device was not received from the customer as it is still in use. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient on impella cp experienced a leaking purge line just below the spike for the dextrose bag. Purge pressure and flow were inconspicuous, but glucose spread everywhere. It was noted that since the patient is stable, the physicians decided to remove the pump as soon as possible, they are just waiting for the activated clotting time to decrease.